Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation and is pending evaluation. Once the evaluation is complete a supplemental MDR will be submitted. Additional manufacturer narrative: the device history record (DHR) was not reviewed as the serial number is unknown at this time. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information 27mm mitral bioprosthetic valve, implanted eight years, was explanted due to mitral stenosis and regurgitation secondary to shortened leaflet and calcification. The excised device was replaced with a 27mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. Valve condition at explant was described as ¿one leaflet was shortened and leaflet motion of the other two leaflets was restricted due to calcification." The patient status was reported as ¿under treatment¿ at a general ward of the hospital.

Manufacturer narrative:
Device evaluation: the x-ray demonstrated heavy calcification on leaflet 3, minimal calcification on leaflets 1 and 2, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3.5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Tissue was thickened and swollen near the commissure. Leaflets 1 and 3 were fused by 5mm near commissure 1, and leaflet 1 and 2 were fused by 2.5mm near commissure 2. It appeared that calcification caused leaflet fusion. Calcification, host tissue, and thickened tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had a non-transmural tear of 2mm near commissure 2. Leaflet 3 had three tears; 4mm near commissure 3, 5mm near commissure 1, and a 1mm non-transmural tear also near commissure 1. Tissue was thickened and swollen near the tears. The tears caused leaflet 3 to drop by approximately 5mm as compared to leaflets 1 and 2, and created a gap in the central coaptation region. Leaflets were measured at the greatest distance from the middle of the wireform to the free margin. Both leaflets 1 and 2 measured 15mm, and leaflet 3 measured 12mm. Additional manufacturer narrative: the customer report of calcification, stenosis, and shortened leaflet was confirmed. The report regurgitation was also visually confirmed due to leaflet tears.